Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event. When the device is light on, no error message is displayed, and it works correctly. Review of the event logs established that the transmitter encounter communication failure since 14-november-2025 and could not reconnect. The patient is normally paired since. Since no additional findings were available, the main origin of the reported event could not be established. The most probable hypothesis is that a hardware failure from unknown origin caused the reported event. No general malfunction is suspected with the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 16-december-2025, the transmitter is stuck on "no network".

Event description:
Reportedly, on (B)(6) 2025, the transmitter is stuck on "no network".

Manufacturer narrative:
Since the subject device has not been returned yet, investigation could not be performed. Results will be provided on the next report.